Event description:
It was reported that the right ventricular (rv) lead had high and undefined pacing impedance, oversensing, and a confirmed lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range and there was oversensing associated with the rv lead. It was noted that there were apparent oversensing in ventricular high rate episodes. And the auto lead diagnostics shows ventricular lead impedance greater than 9,9999 ohms beginning the week of (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2010. (B)(4).